Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse observed leak in tgb assy high pressure helium. The fse replaced the tgb assy high pressure helium to resolve the issue. Sensor calibration performed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) equipment has a leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.